Event description:
It was reported that this right ventricular lead triggered a lead safety switch due to high out of range impedance measurements. Furthermore, it was found that recently this lead exhibited pacing inhibition with asystole of over five seconds due to oversensing and noise. Replacement of the lead was discussed. It was decided to reprogram the device and continue monitoring the patient for a revaluation at a later time. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned severed at approximately 70 mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead triggered a lead safety switch due to high out of range impedance measurements. Furthermore, it was found that recently this lead exhibited pacing inhibition with asystole of over five seconds due to oversensing and noise. Replacement of the lead was discussed. It was decided to reprogram the device and continue monitoring the patient for a revaluation at a later time. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted due to the patient dying of unrelated reasons and returned to boston scientific for analysis.